Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer's insulin pump alarmed no delivery. It was stated that upon switching the same set to a different pump, everything worked fine and the customer's blood glucose began to come down. The customer's blood glucose was 350 mg/dl. Troubleshooting was performed. Insulin exited during a fixed prime. No damage to the infusion set cannula was noted. Nothing further reported.